Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no one could log into any devices. A technical support specialist identified active directory domain or network issues, and other products outside of es were impacted. They dialed into the application server and turned off the ids app pool. The customer implemented a work around to allow authentication. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the users were unable to login. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.